Event description:
The customer reported ac empty alarms had occurred about eight times about 18 minutes into cycle 1. Air bubbles were seen in the ac line coming from the fluid logic module when the alarms were reset. The clinical services specialist (css) advised the customer on how to try to resolve these alarms according to the instructions in the operator's manual. The customer then noticed that the plasma return bag appeared to be wet. The customer reported that fluid appeared to be leaking from the bottom of the plasma return bag. The customer reported that the fluid in the plasma return bag did not appear to be blood. The css advised the customer that therakos recommends that the treatment be aborted. The customer chose to abort the treatment and set up a new kit in order to start a new treatment for the patient. No service order was generated. The data key was returned for evaluation.

Manufacturer narrative:
A batch record review of lot c907 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, empty a/c alarm and bag leak. No trend was detected for these complaint categories. A corrective and preventive action was initiated for complaint category empty a/c alarm and is now closed. No CAPA was initiated for complaint category, bag leak. This assessment is based on information available at the time of the investigation. The data key was returned for evaluation. The analysis of the data key is in progress. A supplemental report will be filed when this analysis is complete. (B)(4). Not returned.

Manufacturer narrative:
The data key was returned for analysis. Review of the data key confirmed the empty ac alarms and several air detected alarms. The treatment was aborted. The leak likely could have triggered the alarms; however, the site and cause of the leak could not be determined from the information provided. (B)(4).

Event description:
The customer reported ac empty alarms had occurred about eight times about 18 minutes into cycle 1. Air bubbles were seen in the ac line coming from the fluid logic module when the alarms were reset. The clinical services specialist (css) advised the customer on how to try to resolve these alarms according to the instructions in the operator's manual. The customer then noticed that the plasma return bag appeared to be wet. The customer reported that fluid appeared to be leaking from the bottom of the plasma return bag. The customer reported that the fluid in the plasma return bag did not appear to be blood. The css advised the customer that therakos recommends that the treatment be aborted. The customer chose to abort the treatment and set up a new kit in order to start a new treatment for the patient. No service order was generated. The data key was returned for evaluation.